Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: (B)(6) 2023. Investigation summary : our quality engineer inspected the 5 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there was excessive adhesive on the samples. This catalog is glued together in the union between the vial adapter and the q-syte assembly. What is being observed is uncured adhesive, which has normal color of a yellow tone. Sometimes when there is an excessive amount of adhesive it may not cure completely causing the yellowish tone. The excess adhesive does not affect the functionality of the device. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that yellowish foreign matter was found inside the middle chamber of the bd q-syte¿ vial access adapter. The following information was provided by the initial reporter: "it has been noted to have a yellowish substance in one of the chambers ( middle chamber ) in this product . It was reported by a co-worker."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that yellowish foreign matter was found inside the middle chamber of the bd q-syte¿ vial access adapter. The following information was provided by the initial reporter: "it has been noted to have a yellowish substance in one of the chambers ( middle chamber ) in this product . It was reported by a co-worker."